Manufacturer narrative:
(B)(4). The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device did not harvest graft successfully. Instead of having one smooth graft, graft was torn in areas where blade did not cut all the way. Patient harm did occur and patient had to get secondary graft site, surgical delay was reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: review of the most recent repair record determined the motor speeds were within specification but erratic, the control bar was out of position, and the calibration was out at the zero reading. The planetary carrier, vespel bearing, and semi-circle bearing were replaced, the control bar was repositioned, and the device was recalibrated and resolved the reported issue. The event is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.